Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found with the save-to-disk file. Vf detections were turned on at 10:25:53am. Then the device took initial impedance readings at 10:26:14am which caused the alert for out of range impedances. The first short interval count was captured at 10:09:37am which most likely occurred when the device was first interrogated. No leads were connected to the device, so the device started oversensing and incrementing the sic count. Since detections were not turned on yet, no episodes were collected.

Event description:
It was reported that the lead warning occurred during the implant procedure. The lead warning was triggered before the device was connected to the lead. The device was implanted and is still in use. No patient complications have been reported as a result of this event.